Manufacturer narrative:
Manufacturer is waiting for the device to be returned so that he can perform the examination.

Event description:
"Allegedly, jaw broke and could not be removed from the trocar."